Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was splashed by water when on the side of the pool. The customer¿s blood glucose level was 200mg/dl. Troubleshooting was performed. Customer stated that the insulin pump was exposed to moisture.t he insulin pump will be returned for analysis.